Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's main full height drawer 3.1 was failed and it was unable to detect on bus. The field service engineer (fse) had discovered trash caught in the retractor band and identified a damaged cable caused by friction against the side panel. The fse had resolved the issue by replacing the cable and successfully verified its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, experienced failed drawer and try to reboot but the drawer still not detected on the bus. The customer reported that there was no delay but occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was not detected on bus. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. As per part investigation, it was determined that there was thermal damage observed on the assy, harness, retractor band, hinged, pas. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative and section b describe event, section d device available for eval and returned to manufacturer on. Correction: problem section d medical device model, unique device identifier (UDI), section g reporting office contact and manufacturing location. The reported issue "failed drawer" was confirmed during fse testing and subsequently confirmed during the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order 01927735, the fse reported that pas 3.1 failed to recover. Foreign debris was found obstructing the retractor band. Additionally, the cable exhibited damage caused by friction against the side panel. The cable was replaced, and the system was tested and verified to operate correctly. Customer was able to verify via inventory application without any issues. During dchu visual inspection: pn 135438-01: was received with signs of physical and thermal damage on the retractor cable due to exposed wire conductors. Dchu laboratory testing: pn (B)(6): no dchu was required due to the observed thermal damage on the exposed wire conductors. . The device was in use for treatment purposes as intended per 21 cfr 820.198(d).